Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported experiencing elevated blood glucose of 500 mg/dl due to a bent infusion set cannula. The pt's normal blood glucose range is 70-120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.